Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the cartridge tubing on multiple occasions. The customer's blood glucose level was 104 mg/dl. Reportedly, the customer primed the air out, no air bubbles were observed, and insulin delivery was resumed. During follow up, tandem technical support was able to go through the process of inserting insulin into the cartridge with the customer successfully.